Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer's blood glucose (bg) level was 303 mg/dl. The cause of the high bg was not reported. As the customer was not with the contact, troubleshooting could not be performed. Although multiple requests were made, the customer did not reply and no further information was provided.